Event description:
Info received that the right pedal brake would not set. No injury reported.

Manufacturer narrative:
Bed is out of svc. Requested tech to check the brake/steer pedal hex rod and torque tube. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.